Event description:
It was reported that there was a left liner changed due to a twisted knee and dislocation.

Manufacturer narrative:
An event regarding revision due to dislocation involving a triathlon ts insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, will be submitted in a supplemental report.

Event description:
It was reported that there was a left liner changed due to a twisted knee and dislocation.